Event description:
Boston scientific received information that this right ventricular (rv) lead was damaged at the device change out procedure which lead to pauses in pacing. A temporary lead was implanted to pace while this lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.